Event description:
On (B)(6) 2011, it was reported that approx between (B)(6) 2007 and early (B)(6) 2007 that during home care process there was alleged v.a.c. Granufoam foam retained in the wound by the pt's healthcare providers.

Manufacturer narrative:
This event is reported occurred over a period from (B)(6) 2007 and was not previously reported to kci. Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. There have been several attempts made to gather add'l info, but there has been no response. This report is being filed due to possible user error. V.a.c. Therapy clinical guidelines ((B)(6) 2007) states "count the pieces of foam and record the total number in pt chart. Also annotate on drape with permanent marker and documented in the device's disposables log when applicable." Currently, v.a.c. Labeling which is included with each dressing product states under foam placement, "always count the total number of pieces of foam used in the wound and document that number on the drape and on the pt's chart. Also document the dressing change date on the drape." V.a.c. Labeling also states under foam removal, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces were removed as placed." Additionally v.a.c. Labeling states under wound preparation, "thoroughly inspect wound to ensure all pieces of dressing components have been removed." Kci v.a.c. Dressings are placed by the pt's health care providers, not by kci or its employees.